Event description:
During surgical removal of teeth in the or(operating room) on (B)(6) 2024, the bur of the dental drill (ss white dental bur model hp-1703, reference #30027) broke off. Surgeon reported that the broken bur bit was suctioned out of the patient's mouth. Xray of the patient's oral cavity demonstrated the absence of the broken bur bit. X-ray of the suction canister demonstrated the presence of the broken bur bit.